Event description:
Initially reported, by an allergan rep, as a "pulmonary embolism" in a pt who had lap-band surgery. Follow-up findings: "the pt died." The event was described as "not device-related" by the surgeon, to the allergan rep. Additional info: allergan corporate communications staff became aware of the following case, in an online newspaper, through a literature review. The newspaper reported a death and that the pt had "lap-band surgery." Follow-up findings (article review): from the online-newsobserver.com article: "[the pt] had polycystic ovary syndrome, a condition that caused weight gain. When the excess weight began to interfere with [the pt's] job, [the pt] had lap-band surgery to improve [the pt's] health. The doctors said [the pt] was an ideal candidate. But at home, two days after the surgery, [the pt's] mother realized something was very wrong and called for help. [Pt name] heart stopped the first time before paramedics were able to get [the pt] down the stairs, a blood clot to blame. The next day, [date], [pt name] died. [The pt] was [years] old. [The pt] didn't drink, didn't smoke." The event reported in this newspaper article apparently describes the death of the pt prior report to allergan. The surgeon had described the event to an allergan rep as "not device-related." This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."